Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the hospital due to a blood glucose (bg) level of 64 mg/dl. The customer sustained a concussion, a hematoma and experienced a seizure due to bg level. Prior to the hospitalization, the customer consumed carbohydrates and 4 fast acting glucose tablets in attempt to treat bg level. Customer was treated with intravenous saline while in the hospital and was released 2024-06-08 with no permanent damage and the reported issue resolved. The cause of the reported issue was due to the control-iq algorithm delivering an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading ranged from 82-83 mg/dl, and the meter bg reading was unknown. As a result of the auto-bolus, customer's blood glucose (bg) level lowered 64-65 mg/dl. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.